Manufacturer narrative:
Additional information: d4 device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation.vyaire medical determined root cause as due to defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block and initiated replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the log file shows error message that the, "circuit test is failed in phase1,abort reason: rinsp." Vyaire technical support informed customer to perform base unit test and verification check, and send the logs with screenshots. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 with occlusion alarm. The customer confirmed that there was no patient involvement associated with the reported event.